Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 24.0 cm - 24.1 cm from the connector pin, due to friction with another device, which could have caused the noise reported in the field.

Event description:
It was reported that the right ventricular lead exhibited a fracture and noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.